Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had an old aml and duraloc cup in, done in (B)(6) years ago. Patient had been experiencing recent dislocations. On 4 30, the surgeon removed duraloc 100 cup 52 mm, 32 mm liner 10 degrees lip and a +11 lg taper head. A new pinn gription sector, 3 screws, +4/10 degrees altrx liner and 8 36 a/e 14/16/ head applied to stem. Stem not revised. Doi: years ago; dor: (B)(6) 2018; left hip.